Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a change in therapy. The patient stated that on (B)(6) her stimulation "dropped or froze" and "went to the next program." The patient started making adjustments because she thought her symptoms were returning. The patient stated that she was having more trouble at night due to being in a horizontal position which started about 7-100 days ago according to the patient. The patient also reported that she still catheterizes before bed. The patient did not feel stimulation and thinks that the therapy is turning off on its own. At the time of the call stimulation was on and set at program for at 2.0. The patient had seen her healthcare provider (hcp) who had reprogrammed programs 1 and 3, but the patient was left on program 3. The patient stated that she had been having some trouble in the last couple weeks so the patient made some adjustments and moved to program 4 within the last week. The patient reported that program 4 would "lock up and not increase." It was reviewed with the patient that stimulation cannot be increased while stimulation is turned off. During the call it was unclear if stimulation was turned on or off, but the patient stated that stimulation had turned off on its own. The patient also reported encountering poor communication intermittently since implant. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.